Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4)

Event description:
It was reported that coil migration occurred. The target location was located in the pelvis. A 10mmx20cm interlock¿-35 was selected for use. During the procedure, it was noted that coil became stuck in the catheter and was deployed in the wrong position in the vessel. The coil was migrating towards the heart and required a snare to remove it. No further patient complications reported and patient's condition was stable.